Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. PMA/510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a revision surgery occurred due to nonunion and malunion. There were no reported device malfunctions. Some hardware was removed including removal of 2x 5.0mm distal interlock screws, which were locked into a trochanteric fixation nail advanced (tfna) nail and helical blade construct. Screws were removed so traction could be performed, and proper reduction or compression could take place in the proximal portion of femur where the nonunion and malunion occurred. New 5.0mm distal interlock screws put in place. There was no surgical delay. The screws were removed easily without intervention. There was a less than desirable outcome due to nonunion and malunion in femoral neck and subtrochanteric fracture with delayed healing present. Procedure was successfully completed. This is report 1 of 4 for (B)(4). This report is for an unknown screw.